Event description:
It was reported the pt received one trial lead, and at post-operative programming the lead had two invalid contacts. It was reported the sjm rep reprogrammed the pt, and was able to provide stimulation coverage for the rest of the trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.